Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned and analyzed; no anomalies found. Blood/body fluid was present on all conductors. The outer insulation was found kinked/buckled and breached cut and a white substance was present. Blood was present in/on the helix mechanism. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial lead had slack removed. The lead was removed and replaced because sufficient slack could not be added. No patient complications have been reported as a result of this event.